Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was in the 300s mg/dl. Bolus via the pump and insulin injection was administered to address bg. During troubleshooting with tandem technical support, a small air bubble was observed in the infusion set tubing. The customer successfully primed out the air. Blood glucose was in the 300 mg/dl range.